Event description:
A malfunction was reported by the caller involving a pump, identified with malfunction code malf 12. There was no adverse impact on the customer's blood glucose level. The customer, with guidance from technical support, successfully reset the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue arises again, which they acknowledged and understood.